Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report the ac adapter for the purely yours ultra breast pump had stopped functioning about 3 months ago. Since that time, she has been using 6 aa batteries in the battery compartment to power on her breast pump. Customer states that during one of the pumping sessions, the batteries exploded and dark fluid leaked into the battery compartment. She states her husband wiped out the fluid and she continued to use the breast pump with new batteries. Customer denies any injury to herself or her husband when this event occurred.